Event description:
The customer reported that the system intermittently locks up and has to be rebooted in order to work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu and the hard drive were replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.